Event description:
It was reported that the r-wave sensing on the ventricular lead was poor, but stable and accommodated by increasing the sensitivity on the device. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.